Manufacturer narrative:
Sufficient information to evaluate complaint type was received. Complaint meets criteria for submission for regulatory review due to loose implant and the patient has pain. Only the baseplate may be returned to djo surgical for examination. Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Reported incident: the patient has a rsp which surgeon did about 12-18 months ago. The central screw on the glenoid base plate is fractured and it would appear the implant is loose as the patient has pain and restricted function. Patient due to pain and restricted movement. Confirmed by surgeon's x-ray.

Manufacturer narrative:
The reason for this revision surgery was reported as broken center screw of the baseplate. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The baseplate may be returned to the manufacturer at djo surgical for examination. A review of the device history records (DHR) show that the reported components used in the previous surgery, when released for use, met design and manufacturing requirements. There were no non-conforming material reports (ncmr) associated with the products that may have contributed to the reported event. The devices were verified to have gone through an acceptable sterilization process and were within its expiration date at the time of the previous surgery. Customer complaint history of the reported devices showed no present trends or on-going issues that are needing a review. The root cause of this complaint is due to a broken center screw of the baseplate. There were no findings during this evaluation that indicate the reported devices were defective. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the event. There are multiple factors that may contribute to an event that are outside the control of djo surgical. There are no indications of a product or process issue affecting implant safety or effectiveness.